Event description:
It was reported that during a da vinci-assisted surgical procedure, that a recoverable error occurred while restarting the system after a non-recoverable error. The site moved the affected arm out of the way and proceeded with the case. Troubleshooting revealed that error 23007 pointed to the distal suj of arm 1, and error 22028 indicated a failure during the system's post. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the distal setup joint (suj). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found related to the reported event. It was installed the distal onto a golden system where no faults occurred in normal mode and the unit functioned as expected. The distal suj was tested on patient fixture test platform (pftp) where it passed all tests. As a result of these findings, failure analysis concluded that the motor module rotor is consistent with the reported problem and considered the potential root cause.